Event description:
It was reported that during an in-clinic follow up, the asymptomatic patient presented with the device in backup vvi mode. The device was successfully restored with a firmware download. The patient was stable post procedure.